Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Technical evaluation confirmed the customer's complaint. A blockage is present in the air / water nozzle, which appears to be a white fibrous material that did not originate from the olympus endoscope. In addition, the repair center found the following defects: chipped and worn adhesive of light cover glasses; worn adhesive of optical cover glass and distal end; stained insertion tube; worn aspiration housing colored ring; worn air/water housing colored ring; water ingress/leakage of scope connector; leaking of biopsy channel - condition and brush passage; up angle not to specifications/straining; play evident of up/down/left/right angle play; electrical safety test was not to specifications; and insufficient air/water flow. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had "leaking from the control body¿. Upon inspection of the returned device, olympus found debris exiting the air/water nozzle. This report is being submitted for the event found at evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon was presumed to be lint or fibers of a cloth for wiping the device during reprocessing entering into the air/water channel. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Nspection of the objective lens cleaning function. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: wipe the entire insertion section with a clean, lint-free cloth soaked in detergent solution. Wipe from the boot at the control section toward the distal end. Olympus will continue to monitor field performance for this device.